Event description:
It was reported that the patient experienced pain and muscle contractions during device interrogation. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies were found.